Manufacturer narrative:
Clarification d.4 catalog: device is either saline or silicone gel, side is not known. Clarification d.6a implant date: date provided as (B)(6) 1987 or (B)(6) 1997, side is not known. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare professional reported left side "complications, severe capsular contracture baker grade iii, and exchange". Device remains implanted.